Event description:
It was reported that the implant at tooth sites #10 was removed due to periimplantitis. Bone loss, unstable restored implant. Symptoms / patient impact: inflammation, pain, swelling.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. H6: additional h6- patient codes: 4755: swelling/edema, 1932: inflammation.